Event description:
Philips received a complaint on the heart/start xl defibrillator indicating that the device has a low battery error. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were also discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was sent a letter of the end of life terms and the device remains at the customer site. No further action is warranted at this time.

Manufacturer narrative:
Device is end of life / end of support.